Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588btb-2j was received for investigation. Visual inspection concluded with the observance of damage across the returned suture construct. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces to the construct during use.

Event description:
On 1/7/2022, it was reported by an arthrex employee via email that an ar-1588btb-2j tightrope did not pass properly. Surgeon used the tightrope accordingly to the procedure manual, when guiding the second tape on the wire snare to the finger tap, it did not pass. Surgeon attempted to do this several times until eventually a new product was opened and case was completed successfully without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information received 1/11/2022: this was discovered during an acl repair procedure and surgeon was able to complete without further issues using an ar-1588btb-2j, lot number is unknown.